Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the tip of the craniotome device and housing were damaged, the crani bracket was bent and the bearing were worn out. It was further determined that the device failed pretest for temperature, vibration and visual assessments. The assignable root cause was determined to be due to wear from normal use and servicing and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the tip of the craniotome device and housing were damaged, the crani bracket was bent and the bearing were worn out. It was further determined that the device failed pretest for temperature, vibration and visual. It was noted in the service order that the cutter device could not be inserted to the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the device code for material twisted/bent was omitted in error in the initial medwatch. The device was found to have a bent neuro-tip, therefore the code has been added. If additional information should become available, a supplemental medwatch report will be sent accordingly.